Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The lot # provided by the customer was invalid, therefore, no information was captured.

Event description:
The customer from the (B)(6) reported that he was experiencing symptoms of hypoglycemia, so he called an ambulance. Upon the ambulance's arrival, blood glucose testing was performed with the customer's contour meter which gave a reading of approximately 4 mmol/l to 5 mmol/l. Another test was performed with the ambulance's meter and a reading of 2 mmol/l was obtained. Upon the health care professional's recommendation, the customer ate sweets and toast to raise the glucose levels and recovered well. There was no allegation of an adverse event. The customer discarded the device. A replacement meter kit was sent to the customer.